Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event.

Event description:
According to the reporter: out of package, broken obturator; product not used on patient. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated extension of the incision beyond 1 inch. There was no unanticipated blood loss over 500 ccs. There was no extension of or time over 30 minutes. Nothing fell into the patient. Nothing was left in the patient.